Event description:
It was reported by the biomedical engineer (be) that the nurse indicated that the low battery light was on the external pulse generator (epg) and when opening the battery drawer, the epg "immediately turned off." Of note, the be did not have the battery that had been in the epg at the time of the original issue. Technical services (ts) had the be measure the voltage of the replacement battery and how to test the epg. Ts had the be place the battery into the epg and power up; after two minutes, the battery drawer was opened and the epg "immediately turned off." Due to the age of the epg, it will no longer be serviced. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).